Event description:
Pt underwent cataract surgery and implantation of a staar model aa-4203tf intraocular lens with the power of 23.5 diopter in their right eye. The description of the incident stated that during the insertion of the lens there was a posterior capsule tear. The lens also tore while being inserted and it was noted in the chart that there was a feeling of resistance when the lens was going through the barrel of the injector. Reporter feels that the loading was properly done but cannot confirm it, but states the capsule tear was due to the lens. They state that the lens was removed, a vitrectomy performed, and the pt is doing fine.